Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the small bolus given for snacks did not appear in the bolus history. The customer stated this has happened since (B)(6) 2014. The customer stated that the first day she had two low blood glucose events around 80 mg/dl. Customer stated he could feel getting lower and treated by drinking juice without checking the value. Customer declined troubleshooting for low blood glucose and stated she would call back is issue persists.